Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was living in tunsia and originally implanted in france. The patient needed to find a physician to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) after receiving an inappropriate shock. No adverse patient effects were reported. The device remains implanted. Despite multiple attempts it was not possible to obtain further information regarding this case.